Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the returned device found that it was returned outside of its original packaging. The sutures were not returned with the device. The anchor is attached to the distal tip of the handheld device. There are threads missing from the anchor. The shaft and the anchor have debris. When the anchor was removed from the shaft, there was debris inside of the anchor and on the inserter of the shaft. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: updated.

Event description:
It was reported that, during a shoulder rotator cuff repair, the implanted footprint suture anchor was pulled out when removed the shaft. It caused a certain amount of bone loss. The piece was retrieved from the patient by suction. The procedure was completed without significant delay by using an healicoil. The double row suture changed to single-row suture. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair, the implanted footprint suture anchor was pulled out when removed the shaft. It caused a certain amount of bone loss. The piece was retrieved from the patient by suction. The procedure was completed without significant delay by using an healicoil. No patient injury or other complications were reported.